Event description:
Unicomedical reference number (B)(4). Event occurred in the united states. On 20-apr-2024, the mother of the patient reported that the infusion set cannula was bent. The patient current blood glucose level was 126 mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.